Manufacturer narrative:
At of today, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
- -

Manufacturer narrative:
- -

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) device displayed high out of range impedance measurements and increased threshold measurements. The device was reprogrammed and normal impedance measurements were obtained. This device and left ventricular lead remain implanted and in service. No adverse patient effects were reported. An internal technical service consultant was contacted.